Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, and there was a high reading on the customer's cgm indicating elevated blood glucose. The specific value of the blood glucose was unknown but marked as "high." The customer addressed the high blood glucose with a correction injection via mdi and did not require third-party assistance. Technical support instructed the customer to perform various actions, including disconnecting tubing, tightening connectors, and delivering boluses, to resolve the occlusion issue, but alarms recurred. Eventually, the customer was instructed to load a new cartridge onto the pump and deliver a bolus, which completed successfully. Technical support planned to follow up, and the customer was advised to replace supplies as needed.